Event description:
It was reported that this right atrial (ra) lead exhibited a suspected loss of capture (loc). Technical services (ts) was consulted and recommended testing on a follow up visit. This device remains in service at this time. No adverse patient effects were reported.